Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during a trial on (B)(6) 2025, while attempting to place the lead at s2, the sheath broke off. The same issue occurred with another lead. The broken pieces were unretrievable and were left in the patient. Eventually, trial was completed with another lead.

Manufacturer narrative:
Corrected: b1 - unchecked product problem. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.